Event description:
This ra lead was implanted on (B)(6) 2006 and was explanted on (B)(6) 2018. A product experience report was received on (B)(6) 2018 noted that this lead was involved in infection and erosion issue. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).